Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis not communicating, going offline intermittently. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was intermittently going offline and not communicating consistently. A field service engineer (fse) checked the ethernet cable and found no breaks. Logged in as admin and performed a drive clean, increasing free space from 11gb to 16gb. Reviewed networking components and confirmed successful ping to and from the server. No pending updates were found. Sent an update via rss to optimize database space, as the database was filling up and could be contributing to the connection issue. The station will be monitored periodically to ensure stability. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis not communicating, going offline intermittently. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.